Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the device broke while pulling out at the abdomen. No sharp object was used against the device. The surgeon opened a new device to re-enter and reinsert the specimen into the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.